Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a plunger sensor error. No patient injury was reported.

Manufacturer narrative:
Other, other text: h4: device manufacture date: updated. H6: event problem and evaluation codes: updates not required. Serial number updated from sn (B)(6) to sn (B)(6). H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: corrections: d4: model number: 4000; d1: brand name: medfusion 4000 pumps; h4: mfg. Date 08-mar-2016.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received. Per visual inspection cracked bottom case by l-bracket and right plunger case. Plunger head filled with dried fluid ingression. Per functional testing power up process, checked and tested force sensor. Found the force sensor was out of calibration. Force count 0 (should be in 30s), value was -1.02lb with no pressure applied. The complaint was confirmed. The root cause of force sensor error was due to fluid ingression in the plunger head caused by the customer. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced entire plunger head assembly, including plunger tube and plunger cable. Performed power up process, preventative maintenance (pm) and all functional tests which passed., corrected data: h6. Health effects - clinical signs and symptoms or conditions